Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted. The physician elected to perform an invasive procedure to replace the lead and the implantable cardioverter defibrillator (ICD) because the pacing impedance had doubled since the patient's last follow-up visit. During the explantation of the lead a subclavian crush lead fracture was discovered.